Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needleless connector was occluded. The following information was received by the initial reporter and translated into english with the verbatim: the patient was admitted to the hospital mainly due to gastric malignant tumors. The patient had a PICC catheter and was given a PICC dressing change on october 2, 2023. When the needleless connector was replaced, the new needleless connector was blocked and the normal saline could not be pushed in, so it was replaced immediately.

Manufacturer narrative:
Investigation results: no samples were received for investigation in which the customer has stated: ¿when the needleless connector was replaced, the new needleless connector was blocked, and the normal saline could not be pushed in ¿. The product in use at the time is reported to be a mp1000 china from lot 22125382. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22125382 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Event description:
No additional information. It was reported that bd maxplus needleless connector was occluded. The following information was received by the initial reporter and translated into english with the verbatim: the patient was admitted to the hospital mainly due to gastric malignant tumors. The patient had a PICC catheter and was given a PICC dressing change on (B)(6), 2023. When the needleless connector was replaced, the new needleless connector was blocked and the normal saline could not be pushed in, so it was replaced immediately.